Event description:
The advocate stated the customer tested his blood glucose, and received a reading of 196 mg/dl using his breeze2 meter. No medication was adjusted based on the reading. The advocate called paramedics a few minutes after the customer tested, because she thought he was having a stroke. Paramedics tested the customer's blood glucose at 41 mg/dl once they arrived. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The advocate did not mention treatment, but the customer was most likely treated with glucose. He was also taken to the hospital. The advocate performed control tests while troubleshooting, and the results fell within range, but the test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.